Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was approximately 250-299 mg/dl.